Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that screw had fractured immediately below the ball feature of the screw shank. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Analysis of the fracture face indicated that the failure likely occurred in torsion. The subject screw has a diameter of 05.0x24 mm and requires more torque. Inserting the screw in harder than normal bone can compound torsional forces at the shaft, leading to the failure.

Event description:
It was reported that the head of a yukon oct spinal system polyaxial screw broke off of the shank during insertion into the pedicle of t2. The screw was removed and surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Event description:
It was reported that the head of a yukon oct spinal system polyaxial screw broke off of the shank during insertion into the pedicle of t2. The screw was removed and surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.